Manufacturer narrative:
(B)(4). Batch # t5a42n. Device evaluation summary: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during a laparoscopic low anterior resection, the firing force was higher than expected at the firing between the colon and the rectum. Then, another doctor helped the surgeon, and they continued grasping the firing handle together. The firing was completed. The same device was used as is to complete the case. The surgeon checked the cut washer. There was no problem with the patient. There were no adverse consequences to the patient.